Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that patients were not appearing in the patient search function, as the customer was unaware of the need to conduct a global search for patients. A technical support specialist assisted the customer by explaining how to search for patients to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the bd pyxis medstation system, patients were not appearing in the patient search function. The customer stated that there was a delay in dispensing medication due to this malfunction, but no patient harm reported. There were no adverse events or injuries reported based on this event.